Event description:
A surgeon reported unexpected results, irregular ablation pattern and induced irregular astigmatism in the right eye of one patient following refractive surgery. Additional information has been requested. This report follows the right eye, and the same patient's left eye is reported under manufacturer report number 3003288808-2012-00173.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).